Event description:
During a remote follow up, noise resulting in oversensing causing pacing inhibition was observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.